Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of seven (7) years, 10 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined. Although the product was not returned and there is an allegation that the event was due to a deficiency in the original device, there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure (with regard to design, reliability, or use error) with a moderate, major, or critical severity.